Manufacturer narrative:
(B)(4). Batch # t5at56. Investigation summary: the analysis results found that plee60a device was returned inside its package opened. Upon visual inspection, it was observed that the tyvek from the packaging was damaged; it was noted to have holes in the tyvek, the holes was noted to be from the outside in. Due to the damages found on the packaging, a possible cause for these conditions is due to improper handling during transit or storage; it appears that the package hit a pointy surface and this caused the reported event. The reported complaint was confirmed. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. Device history lot: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device history batch: a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. The lot / batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that prior to an unknown procedure, the sterile packaging was punctured, found during transit. It was not reported how the procedure was completed. There were no patient consequences reported.